Event description:
It was reported that the patient experienced no stimulation sensation. It was noted that it was unknown why the patient had no stimulation. It was noted that the patient was going to have a revision and that the manufacturing representative could not interrogate the device. It was noted that the patient indicated no stimulation a few months prior to the replacement on (B)(6) 2014. It was noted that the last time the patient charged was (B)(6) 2013. It was noted that the lead was checked in the operating room and found to be broken.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the lead body conductor was broken. It was noted that all conductors were broken 27.9 cm from the proximal end.

Event description:
Additional information received reported that the manufacturing representative was contacted to assist with a battery replacement. It was noted that the manufacturing representative was not sure if it was normal battery depletion. It was noted that the patient had not charged the device since (B)(6) 2013. It was noted that manufacturing representative attempted to interrogate device pre-procedure but was unable to get any information. It was noted that during the procedure, when testing the new battery, was when it was learned the lead wire was broken. It was noted that the patient received a new lead. It was noted that the patient was receiving effective therapy in the recovery room.

Event description:
Additional information received reported that there was a broken lead.